Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2017 and (B)(6) 2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Patient later reported right rupture. The device remains implanted.

Event description:
Right side rupture. And capsular contracture, baker grade iii were confirmed, to not have occurred.